Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction is required. It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6)2023. On (B)(6)2023, the pediatric patient experienced inaccurate cgm values three days after the sensor was inserted in the arm. The patient experienced strange voice, listlessness, and fatigue. The cgm was reading low and the patient self-treated with apple juice, grape juice, and glucose. The patient was taken to the hospital and had a blood glucose reading of 600 mg/dl. They treated the patient with insulin (not confirmed route). At the time of the report the patient was feeling well. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia. H6 codes: health effect - clinical code - e0131 speech disorder.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2023. On (B)(6) 2023, the pediatric patient experienced inaccurate cgm values three days after the sensor was inserted in the arm. The patient experienced strange voice, listlessness, and fatigue. The cgm was low and the blood glucose reading was 600 mg/dl. The patient was taken to the hospital and treated there with insulin (not confirmed route). At the time of the report the patient was feeling well. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.